Event description:
The surgeon was using an endo gia universal 12mm hand piece with a 45-4.8 reload. It was the fourth time the instrument was fired. No problems on previous fires. The stapler was fired across the lung tissue. The stapler fired the staples and the blade made the cut across the tissue, at which point the stapler jaws would not reopen to release the tissue. The tissue was removed from stapler by using a sponge stick. The stapler was then removed from patient and passed off the field.